Event description:
Per the clinic, the patient experienced a hematoma on the implant side resulting in a swelling around the receiver/stimulator unit. The patient underwent a procedure to aspirate the blood from the swollen area (date not reported). No infection was found and the patient resumed use of the device.

Manufacturer narrative:
(B)(4). Implanted device remains.